Event description:
Customer reported sensor glucose 275mg/dl versus blood glucose 53mg/dl. No treatment was mentioned for the low. The adverse event was the hypoglycemia. Customer declined to troubleshoot the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose difference. The customer reported no adverse event. Customer reported hypoglycemia of blood glucose value 53mg/dl and above and the treatment was unknown. The event involved product(s) mmt-332a,mmt-1884,mmt-242a,mmt-7040b. Trouble shooting was performed and insulin delivery was not suspended due to sensor glucose vs blood glucose difference. Trouble shooting was not performed for low blood glucose and it was unknown whether the pump was used for 48 hours or not and it was unknown automode was active or not. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-7040b.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.